Event description:
It was reported that universal modular electric/battery double trigger handpiece was blocked and not functional. There was no pt harm; however there was a delay in surgery for approximately 1.5 hrs. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time ot this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.